Manufacturer narrative:
The event of hard lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: the patient was followed up with and "a lot of the product has dissolved." The patient is "left with only two small hard lumps" on one side of their chin. The swelling resolved first and eventually the symptoms completely resolved. No further swelling, tenderness or firmness present as of the last review of the patient.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard and swollen are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps were registered as conforming to specifications and nothing unusual was in the logbook. All the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported event of edema and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the lower face. About 6 weeks after injection, the patient developed a chest infection which was not considered to be related to the device as it had resolved on its own. Patient returned to the clinic about a month later and the product had "gone hard everywhere it was injected and swollen." Patient was treated with antihistamine and prednisolone. About 2 weeks later, the patient was treated with hylaise on two occasions. Symptoms are ongoing.